Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air) that appeared on the home choice (hc) device during drain 3/3. The technical service representative (tsr) had the home patient (hp) recycle power. The alarm was cleared and the tsr explained the alarm. The tsr instructed the hp to discard the supplies and finish the therapy with manual supplies. The tsr also instructed the hp to notify the nurse. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.